Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent could not cross due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damaged.